Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the insulation of one wire on the jaw was stripped. There were no pieces missing from the insulation nor jaw wire. It was reported that the device had a component that disengaged, the insulation of the device was damaged and the wires were exposed. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: carefully insert and withdraw instruments from cannulas (trocars) to avoid possible damage to the devices and/or injury to the patient. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the coating came off and the wire was exposed on the device jaws. Nothing falls into the patients cavity. There was no patient injury.